Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 498 (mg/dl) for 2 days. Customer changed infusion site, pump supplies, and administered a correction bolus to treat bg levels. Reportedly, insulin may have been exposed to heat, and the pump was placed in a cooler where cold water leaked on to the pump. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to try using a new vial of insulin, and to consult with health care provider to discuss diabetes management.